Event description:
It was reported that oversensing and inhibition of pacing were observed. It was undetermined as to whether the issues were attributed to the right ventricular (rv) lead or to the lead adaptor. The rv lead was unable to be explanted; therefore, it was capped and replaced. The lead adaptor was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.